Event description:
It was reported that the tip of the unit is damaged. Upon receipt of the product, it was determined that there are pieces of metal missing from the distal tip of the device.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection : the sheath, 2.9mm operative inner was received with a damaged distal tip and a piece of metal was missing on the distal tip.probable root cause could be the sheath got in contact with a sharp object during use or during cleaning. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the tip of the unit is damaged. Upon receipt of the product, it was determined that there are pieces of metal missing from the distal tip of the device.

Manufacturer narrative:
Upon receipt of device, a new failure mode of tip break has been identified, thus constituting a new awareness date of the date the investigation results were received by stryker. The product was returned and the failure mode was confirmed. Visual inspection : the sheath, 2.9mm operative inner was received with a damaged distal tip and a piece of metal was missing on the distal tip. Probable root cause could be the sheath got in contact with a sharp object during use or during cleaning. In sum, the product was returned and the failure mode was confirmed.